Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was brought to the emergency room (ER) on the evening of (B)(6) 2025 due to abdominal pain. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intravenous (IV) vancomycin 1g and IV cefepime 1g. The patient was discharged on (B)(6) 2025 with the following antibiotic regimen: intraperitoneal (ip) vancomycin 1g in 2l pd solution every 5 days for 3 weeks, ip cefepime 1g in 2l pd solution daily for 3 weeks. The patient was subsequently seen at the pd clinic on (B)(6) 2025. A cell count, gram stain culture and sensitivity were drawn at that time. The culture resulted in growth on (B)(6) 2025 for gram negative bacilli in the aerobic bottle only. On (B)(6) 2025 the culture was positive for stenotrophomonas maltophilia (xanthomonas). Few white blood cells were seen (no value provided). The patient was scheduled to have the pd catheter removed on (B)(6) 2025. Additionally, the patient was scheduled for a central venous catheter placement on (B)(6) 2025. It was not reported if the patient was transitioning to hemodialysis (hd). The cause of the peritonitis was touch contamination. The patient reportedly has poor vision and performs the connection and disconnection of fluid lines very fast when no one is watching. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the use of the cycler set and the peritonitis event. Additionally, there is no allegation of a cycler set defect reported for this event. The cause of the patient¿s peritonitis was attributed to touch contamination. This is supported by the culture results of stenotrophomonas maltophilia (xanthomonas) as this organism can be found in sinks and showerheads. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was brought to the emergency room (ER) on the evening of (B)(6) 2025 due to abdominal pain. The patient was diagnosed with peritonitis. The patient was initiated on antibiotics with intravenous (IV) vancomycin 1g and IV cefepime 1g. The patient was discharged on (B)(6) 2025 with the following antibiotic regimen: intraperitoneal (ip) vancomycin 1g in 2l pd solution every 5 days for 3 weeks, ip cefepime 1g in 2l pd solution daily for 3 weeks. The patient was subsequently seen at the pd clinic on (B)(6) 2025. A cell count, gram stain culture and sensitivity were drawn at that time. The culture resulted in growth on (B)(6) 2025 for gram negative bacilli in the aerobic bottle only. On (B)(6) 2025 the culture was positive for stenotrophomonas maltophilia (xanthomonas). Few white blood cells were seen (no value provided). The patient was scheduled to have the pd catheter removed on (B)(6) 2025. Additionally, the patient was scheduled for a central venous catheter placement on (B)(6) 2025. It was not reported if the patient was transitioning to hemodialysis (hd). The cause of the peritonitis was touch contamination. The patient reportedly has poor vision and performs the connection and disconnection of fluid lines very fast when no one is watching. No further information was provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.